Manufacturer narrative:
The comprehensive follow-up investigation is underway. The medical assessment and the causality of the adverse events will be determined after receiving the follow-up investigation. The initial info indicates that the pressure used for intra-operative quixil delivery was above the higher limit set in the MFR instruction for use for quixil. No risk benefit assessment for cases requiring expedited submission to (B)(6).

Event description:
This is a spontaneous serious report received from a physician via a sales rep. The pt is a female of unk age (demographics not reported) that died due to a pulmonary embolism three days following the use of quixil (fibrin sealant, human). There was no medical history or concomitant medication info provided. On (B)(6) 2011, the pt received 5 ml of quixil during a knee prosthesis surgery (batch number 0037609, serial number (B)(4)) with the pressure regulator employed at (B)(4). Three days later, the pt died from pulmonary embolism. No further info was provided at this time. The investigator considered the event not related to quixil. No causality assessment was provided in regards to the applicator/device. The company assessed the relationship of the events as unk to quixil and applicator/device. The (B)(4) was assessed as (B)(4) for both events. Further info will be requested.